Event description:
It was reported that battery acid was leaking out of the battery compartment for the device. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that battery acid was leaking out of the battery compartment for the device. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.